Manufacturer narrative:
Corrected data: type of reportable event.

Manufacturer narrative:
Describe event or problem: additional information received indicates that the mynx vcd was prepped according to instructions for use (IFU). Hemostasis was achieved by manual compression. As reported, the 6/7f mynxgrip vascular closure device (vcd) would not deflate completely and the device was removed with no harm to the patient. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). Hemostasis was achieved by manual compression. The device was not returned for analysis. A device history record (DHR) review of lot f1821103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deflate experienced could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the failure to deflate reported. It¿s possible that the issue could be due to use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1821103) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) would not deflate completely and the device was removed with no harm to the patient. There was no reported patient injury. The device will not be returned for evaluation.